Event description:
Harmonic focus handpiece in use for a right neck dissection. Tip of handpiece broke off into patient's right neck. Physician located the tip and removed it from patient's neck. Physician assessed neck and no injury was noted. Handpiece was removed from surgical field and bagged with outer package. Bagged items were given to ent resource nurse.